Event description:
It was reported that soon after a lobectomy procedure, bleeding was observed by thoracic drain. The patient was re-opened. During the re-op, was observed the staple line was opened. It is unknown how the procedure was completed.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.